Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer analyzer tested out of specification due to failing incoming functional testing. The device was decommissioned and a replacement provided for the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer analyzer which was returned as an associate device subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.